Event description:
According to the reporter, during a laparoscopic gastric sleeve procedure, a stabbing occurred in the stapling during the first firing, but the device still stapled. In the next firing, the trigger was released but the device could not fire the charge. To correct this condition, they opened a new device. There was no patient injury. Current patient status is alive.